Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that during use with an unspecified amount of bd ultra-fine¿ pro pen needles 32g x 4mm the needle was not functioning. There was no report of patient impact. The following information was provided by the initial reporter: patient has the problem that almost every third pen needle would not work.

Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd ultra-fine¿ pro pen needles 32g x 4mm the needle was not functioning. There was no report of patient impact. The following information was provided by the initial reporter: patient has the problem that almost every third pen needle would not work.